Event description:
Emergency admission to the hospital brought CPAP with me. I was using my dreamstation 2 autocpap, post op for emergency abdominal surgery. The CPAP woke me up with the strong smell of burning or extreme over heating. I immediately shutdown my CPAP called on my call light for help. The rt dept was contacted to set me up on temporary pap, and an used an old trilogy vent set on CPAP. The hospitalist on shift expedited the rx for the equipment. This dreamstation 2 is a replacement of my original dreamstation, from philips on the CPAP recall incident. This is my 3rd philips CPAP in a row. My 2 previous machines are on the recall list.